Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained three other device's, using AED plus electrode pads, to continue treating the patient and all three displayed a "defib pad short" message. They performed CPR to continue treating the patient until they arrived at the ER. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device has been placed back into service.